Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing including bench handling and on/off current testing using a known good test battery without duplicating the report. The device passed the final test procedure, was recertified, and returned to the customer. Review of the log showed the device was powered on but no low battery or shutdown warning was issued. It was not until 12 minutes into the case that the reported low battery and shutdown warning message occurred followed by a device shutdown via low battery condition. The battery used at the time of the reported event was not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.